Event description:
Upon plugging in ligasure impact tissue fusion open instrument disposable handpiece (13.5mm-18cm, lot # 202767lx, lf4200) into triad machine, it read "instrument failure". A new ligasure impact handpiece was inserted and used without incident for the duration of the case.